Manufacturer narrative:
The event was originally reported to the national authority only. The user facility report (ufr) stated that technical service by the manufacturer was requested. There was no contact or involvement of draeger´s representatives after the event - no further information could be obtained. It can only be assumed that the hospital contacted/requested 3rd party service. Due to the very limited information available the manufacturer is not able to perform any investigation or draw a conclusion about the event. The "generic description" in the ufr does not allow any interpretation or confirmation what happened or if the device malfunctioned. The case was closed due to insufficient information. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that during use on a patient the ventilator suddenly "crashed" and the patient was connected to a spare ventilator. No injury or serious impairment of patient´s state of health reported. It was further stated that after restart of the affected device it worked as intended but inspection and maintenance was requested.